Manufacturer narrative:
Manufacturing device history record review was not performed because the design issue is not a problem related to previous repairs or manufacturing. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in good condition. Functional testing found the load in the loosening direction is applied when the patient circuit is attached or detached. The root cause of the reported issue was found to be design. Tightened the patient circuit connector with a force of 4.5 nm. After that, functional tests and performance tests were conducted and the device passed. UDI is unknown, no product information has been provided to date.

Event description:
It was reported that during the maintenance checkup, the engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient involvement.